Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch/lot: 17790843.

Event description:
It was reported that the patient experienced inadequate stimulation had spasm in the left flank. X-ray was taken and showed that the leads appear to have deviated into the gutter on the right. The patient underwent a revision procedure.